Event description:
Endoleak type 1a. Unanticipated event. Not determined if it is device related. Patient outcome: "patient recovered."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00013. Device 2 is being reported under MDR-2247858-2021-00014. Device 3 is being reported under MDR-2247858-2021-00015. Bolton medical is voluntarily reporting a device malfunction related to the treo aui stent-graft system. The treo aui stent-graft system is not marketed in the us, however it is similar to the treo abdominal stent-graft system (leg) approved for sale in the us in 2020 (p190015). The treo aui stent-graft system related event occurred in the netherlands.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00013. Device 2 is being reported under MDR-2247858-2021-00014. Device 3 is being reported under MDR-2247858-2021-00015. Bolton medical is voluntarily reporting a device malfunction related to the treo aui stent-graft system. The treo aui stent-graft system is not marketed in the us, however it is similar to the treo abdominal stent-graft system (leg) approved for sale in the us in 2020 (p190015). The treo aui stent-graft system related event occurred in the (B)(6).

Event description:
Endoleak type 1a. Unanticipated event. Not determined if it is device related. Patient outcome: "patient recovered."